Event description:
It was reported that the user was unable to swipe to unlock the ilet touchscreen until the device was placed on the charging pad, after which normal operation resumed. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose and no medical intervention or hospitalization. Investigation included call-based troubleshooting and user education, including guidance to perform a hard reset and to recontact support if the issue recurs. Investigation of this case revealed a transient unresponsive touchscreen behavior that resolved without further action, consistent with a temporary device interface anomaly. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but likely related to a transient device state recoverable through power or charging actions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.